Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 165 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 163 mg/dl and 170 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 173 mg/dl, (B)(6) 2015, 12:51 pm, fasting: no; 2: 93 mg/dl, (B)(6) 2015, 05:45 am, fasting: yes; 3: 106 mg/dl, (B)(6) 2015, 09:21 pm, fasting: yes; 4: 115 mg/dl, (B)(6) 2015, 07:35 pm, fasting: yes; 5: 70 mg/dl, (B)(6) 2015, 06:35 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).